Event description:
It was further reported that the pt expired.

Event description:
It was further reported that the pt was admitted in aug 2004 with refractory heart failure and underwent aggressive intervention with natrecor and diuretics. Interim history is significant for multiple hospitalizations for recurrent episodes of chf, increasing debilitation, weakness and cardiac decompensation with lower extremity edema. Rhythm was that of chronic atrial fibrillation with a normally functioning pacemaker. The pt had hypokalemia and shortness of breath and experienced an abrupt onset of hypotension and subsequent cardiogenic shock. The pt underwent CPR without success and expired 187 days post arrive enrollment. Site reported the event leading to death as end stage heart disease with refractory chf. Death certificate states ischemic cardiomyopathy as immediate cause of death. No autopsy was performed. In the opinion of the physician, there was no relationship between the death and the target vessel.

Event description:
Four days after a coronary drug eluting stenting treatment procedure, the pt suffered a myocardial infarction. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the left main coronary artery (lmca) with 95% stenosis and a 3.0 mm reference vessel diameter. This lesion extended from the proximal cx into the left main. Target lesion 1 (lmca) was treated with predilatation and placement of a taxus express2 8.8% 3.0 x 20 mm stent. Residual stenosis was 0%. Repeat angiography revealed that the ramus had been jailed and flow had been substantially compromised. Flow was restored with balloon angioplasty. Per the discharge summary, the following day, the pt "had successful implantation of the biventricular implantable defibrillator." The pt was discharged the following day. The pt was readmitted 3 days later with worsening shortness of breath and was diagnosed with congestive heart failure. The pt also voiced complaints of chest pain, compatible with unstable angina. The pt's ck and ck-mb were normal but troponin I was elevated at 44.13. The site is reporting a myocardial infarction based on elevated troponin, with the knowledge this does not meet guideline criteria. Cardiac catheterization three days later revealed: global lv hypokinesis with lvef 10%, lmca (target vessel) - hemodynamically normal, lad - occluded at origin, lcx - diminutive but patent; om totally occluded, rca - occluded at origin, lima to lad - totally occluded, svg to om (not noted at baseline) - patent, svg to rca - widely patent, svg to diag - not noted in this cath report. The cath report also notes another svg that is totally occluded with an unk distal anastomosis site (not noted at baseline). No intervention was undertaken. The discharge summary notes, "due to refractory heart failure symptoms the pt was seen by the ep service for considerations for resynchronization therapy. Attempts to place a coronary sinus electrode were unsuccessful and the pt underwent epicardial pacemaker electrode placement." The pt was discharged 8 days later.

Event description:
Clinical study. After a coronary artery drug eluting stenting treatment procedure, the pt experienced a myocardial infarction. The lesion was located in the left main coronary artery. Additional info has been requested.